Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her daughter (the patient) alleging that the pump had a power issue. The patient did not allege any harm or injury because of the alleged issue. The report indicated that the patient had inserted a rechargeable battery into the pump for about an hour. After doing so, the reporter claimed that the patient got an alarm and the pump rebooted with a blank screen. The alleged issue was not resolved with troubleshooting. The reporter was instructed not to use rechargeable batteries with the pump. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): no alarms related to the complaint were observed in the alarm history. Script session for power issue stated the customer inserted a rechargeable battery in pump. The manual states rechargeable batteries and carbon-zinc batteries do not have the necessary characteristics to power your pump and should not be used. The pump was exercised for 24 hours with no power issues occurring. Unrelated to this complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.